Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2001. After six years the mk3 tibial yoke of the knee replacement fractured requiring a revision surgery involving the same components. After a further 6 years the tibial yoke on the second device fractured. The mk3 is no longer used in primary devices and only in revision cases so that the part matches the rest of the components in situ and does not require unnecessary explantation of the whole device. Due to the pts age and weight now, a mk3 is no longer appropriate and a new implant will be designed.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new smiles tibial component. The fractured distal femur was in-situ for 5 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2001. After 6 years the mk3 tibial yoke of the knee replacement fractured requiring a revision surgery involving the same components. After a further 6 years the tibial yoke on the 2nd device fractured. The mk3 is no longer used in primary devices and only in revision cases so that the part matches the rest of the components in situ and does not require unnecessary explantation of the whole device. Due to the patients age and weight now, a mk3 is no longer appropriate and a new implant will be designed.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The mk3 tibial component is no longer supplied to surgeons for new pts. This is due to high risk of fracture of these devices and are only used in revision cases. Requests are being made for additional info and a supplemental report will be provided if this info is received.